Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemic event followed a "usual for me" lunch meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data shows the user's weight in the device was increased by 5 pounds after 2 days of use. This change was made 3 days prior to the event. In addition, device data shows that the device volume was set to off, and all optional cgm glucose related alerts were turned off. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user overestimating the carbohydrate content of their meal and choosing a meal dose size that was too large, resulting in an excess of insulin relative to their need. Increasing the body weight in the device, having the device volume set to off, and having all low glucose alerts turned off contributed to the severity of the event.

Event description:
On 7/5/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On 7/15/24 a beta bionics customer care agent followed up with the user about the event. The user reported that the event occurred while working a 12-hour shift at the hospital. Approximately 9 hours into the shift, the user felt dizzy and acknowledged inconsistent meal announcements and inadequate eating during shifts. The user passed out and was taken to the ER by co-workers. In the ER, the user received a glucagon shot, juice, and a peanut butter sandwich but did not receive an IV. The user was not admitted and stayed in the ER for two hours. The user's blood glucose level dropped to 39 mg/dl and remained low for less than an hour. The user is now back on the ilet system and doing well. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on (B)(6) 2024. A medwatch report detailing the second low bg event on (B)(6) 2024 is submitted on MFR report #: 3019004087-2024-00309.